Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer's blood glucose was 290 mg/dl. The customer treated high blood glucose with the manual injection. The customer was alleging the insulin pump was under delivering because of the total daily dose. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The troubleshooting was performed for the high blood glucose. The insulin pump will not be returned for analysis.